Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds had recently increased and were high and oversensing was observed. A lead fracture was observed via x-ray. Reprogramming was performed and the rv lead was subsequently explanted. No further patient complications have been reported as a result of this event.